Event description:
Small radial disc cutter (debulker) fractured during procedure. Surgeon unsuccessfully attempted to remove cutter tip. Tip of cutter was not removed and was left in the disc space. Tip was visible on lateral fluoroscope.